Event description:
Info received that when in normal or any position the foot hi/low was drifting down, going into rev trend. No injury reported.

Manufacturer narrative:
Tech found that when in normal or any position the foot hi/low was drifting down, going into reverse trend. Cause: the hi/low up and the hi/low down valves were not closing and causing the foot of bed to drift down. Replaced both up and down hydraulic valves to resolve this issue.